Manufacturer narrative:
(B)(4). Batch #: p93d2x. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip was found broken during procedure of ligation of communicating branch. The broken piece was retrieved by forceps. And all the parts were intact when they were put together. The broken piece was discarded. Changed to another one to complete the surgery. No additional information can be provided.